Event description:
It was reported by the customer the patient was given a bard PICC tube puncture at 16:00 pm on (B)(6) 2024, and the puncture was smooth, and when the fluid infusion began on the morning of (B)(6), it was found that there was no blood return when the PICC tube was withdrawn, and a lot of air was withdrawn, and there was blood return when the heparin cap was removed and re-drawn, and no air was withdrawn, and the heparin cap was determined to be leaking, and the heparin cap was replaced, and the heparin cap leakage was easy to cause poor pipeline sealing, and there was no adverse effect on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.